Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient first noticed that the pump was flipping in (B)(6) 2015. The pump was first implanted in her stomach, but it "kept flipping." The patient stated that the pump had flipped 3 times. In (B)(6) 2015, a revision was done and the pump was moved to her back.

Event description:
It was reported that the pump was flipping inside the pocket. The pump was loose in pocket. The physician had to anchor the pump down again. The patient could feel the pump moving around in the pocket. The patient had lost a considerable amount of weight. The physician believed the weight loss may be why the pump pulled away from anchors. It was reported that the drug and cerebral spinal fluid (csf) were "removed" using the catheter access port to check to make sure there weren't any problems with the catheter; no issues were noted. Patient's status at the time of report was "alive- no injury." The pump system was used to deliver lioresal. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).